Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed rf pic failed selftest. Customer's blood glucose reading was 133 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The pump was received with an error alarm during the self test due to a faulty component on the radio frequency board. The pump also had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.